Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm noted. The motor was tested outside of the device and passed. No missing address or serial number label. No labeling anomaly noted. Device had a missing end cap sticker, minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia, insulin pump had motor error alarms during bolus and there were no dome sticker or sticker was missing. The customer¿s blood glucose level was 479 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer reported that the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will not be and insulin pump will not be returned for analysis.